Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure could not be confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) failed to release from the delivery catheter after being fixated. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition.